Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant products: mentor smooth round high profile 420cc, catalog number 3503420, serial number (B)(4), lot number 7680413. Manufacturer¿s reference number: (B)(4) .

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a mentor smooth round high profile 420cc and experienced pain, hardness, the left breast is higher than the other breast. The patient experienced capsular contracture unknown baker grade on the left breast implant. As a result, the patient will undergo explantation and replacement with unspecified breast implant on (B)(6) 2019.